Event description:
The following information was provided: mics hand piece stopped cutting; surgeon pulled the mics away to evaluate. When evaluating, collar and saw attachment fell off the hand piece. Internal screws and ball bearing fell out of the hand piece and all over the floor. All were recovered and confirmed not on surgical field. Case type / application: tka 2.0.